Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. Block b3: date of event approximated. Device evaluation summary the exalt model b monitor was returned for analysis. Customer provided pictures showed the screen was broken and shattered in multiple places, however the exalt model b monitor is functional. The reported event of damaged defective device was confirmed. The screen damaged could have affected the device performance and its integrity, leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue. All the information compiled on this investigation determines that the most probable cause is cause traced to component failure.

Event description:
It was reported to boston scientific that an exalt model b monitor was used during a procedure. The procedure name and date information are not available. During the procedure, the exalt model b monitor was not showing any image when connecting. The device was sent to the warehouse because it's not working. The issue was likely due to a blow from the IV pole giving way or falling off the stand. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization d3: date of event approximated.

Event description:
It was reported to boston scientific that an exalt model b monitor was used during a procedure. The procedure name and date information are not available. During the procedure, the exalt model b monitor was not showing any image when connecting. The device was sent to the warehouse because it's not working. The issue was likely due to a blow from the IV pole giving way or falling off the stand. The procedure was completed with another device. No patient complications were reported.